Manufacturer narrative:
Visual inspection of the explanted screw confirmed some fo the locking threads were damaged. We are unable to determine when and how the threads became damaged. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported, the patient had plates, screws and wires implanted for sternal closure on (B)(6) 2010. It was determined one of the screws backed out, and was explanted on (B)(6) 2011.